Event description:
It was reported that during an unspecified surgical procedure, it was discovered that the blade device came loose and the gasket was broken on the attachment device. There were no delays to the planned surgical procedure as an identical spare device was available for use. There was patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Additional narrative: the actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was duplicated and confirmed. It was determined that observed foreign fibrous material was left behind by a cleaning instrument, which caused the locking mechanism to malfunction. The assignable root cause was determined to be due to improper cleaning. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.